Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers 1 and 2 were not being detected on the cabinet. A field service engineer (fse) accessed the rear of the drawers, verified no light emitting diode (led) lights on the module, replaced the module controller and the drawer controller, tested drawer controllers with a multimeter, identified abnormal readings on drawer 2, reassembled and powered on the station with all leds functional, coordinated with technical support specialist to configure the drawers, and confirmed with the customer that all drawers were fully functional with no further issues observed. The system functioned as intended after the field service engineer and the technical support specialist repaired and troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower the drawers on the medbank cabinet would not open. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.